Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient gained weight resulting in the ipg moving around the pocket. The patient attempted to connect to the ipg however was unable to establish a communication. The patient currently has therapy. Surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.